Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient underwent a patellar revision.

Manufacturer narrative:
Upon receipt of additional information, the information provided on this form is a duplicate of manufacturing report number 1822565-2016-01843.